Event description:
It was reported that the pump alarm no disposable- pump won't run. Resvol has been reset. Closed clamp and removed the cassette. Gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and pump continued to alarm. Powered pump off and removed the cassette again. Gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and powered pump on- pump continued to alarm. Powered pump off. Patient not affected. No additional information available.